Event description:
The nihon kohden technical support area manager (tsam) reported that this unit froze. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the nihon kohden technical support area manager (tsam) reported that this unit froze. The customer provided the logs for review. The logs showed that there was continuous touch on the top left corner of the device. There was no patient injury reported. Investigation summary: the logs were analyzed by nkc for the cu-172ra device. Nkc has confirmed there were several consecutive touch responses on the screen. Meaning there was more than one recognized touch on the screen that was activating the touch at the same time. When this occurs no finger touch would be accepted. Some of these events were as low as 4 minutes long, or up to 16 hours long of continuous touch. This could have occurred from debris, dirt or other foreign objects on the screen. Nkc recommended replacing the screen as there may be a malfunction somewhere in the signal line of the touch panel. D10 attempt # 1: (B)(6) 2024 emailed the customer via microsoft outlook for device information: the customer replied by stating; the requested information will not be provided. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H11 additional manufacturer narrative **UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from csm-1702 to nihon kohden life scope g7 bedside monitoring system. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Manufacturer narrative:
The nihon kohden technical support area manager (tsam) reported that this unit froze. The customer provided the logs for review. The logs showed that there was continuous touch on the top left corner of the device. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. D10 attempt # 1: 07/02/2024 emailed the customer via microsoft outlook for device information: the customer replied by stating; the requested information will not be provided.

Event description:
The nihon kohden technical support area manager (tsam) reported that this unit froze. There was no patient injury reported.